Event description:
The 437a2409 knob (part of the a2079 base unit) was breaking off into the skull clamp. Additional information has been requested.

Manufacturer narrative:
Investigation completed 3/14/17. Method: trend analysis failure analysis serial number tracing the base was not provided. Therefore DHR history to base unit and knob assembly could not be performed. A two year look back in complaint database for this reported failure and or related to "stud breakage " for this product family shows that 10 complaints were received including this case. Complaint confirmed. Unit received with the threads from the standard adaptor torque knob broken off in the large starburst teeth threads. The left and right pawls are cracked. General maintenance and cleaning required. Conclusion: according to the technician the root cause is difficult to determine.